Manufacturer narrative:
The device was not returned for analysis. Based on the limited available information, a cause for the reported patient death cannot be determined. The reported patient effect of death as listed in the mitraclip instructions for use is a known possible complication associated with mitraclip procedures. Although, a cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed to report the patient death. It was reported that on (B)(6) 2017 the patient underwent the mitraclip procedure. Two mitraclips were implanted. On (B)(6) 2020, the patient had sat down after lunch, then unexpectedly died. The device relationship to this event is unknown. No additional information was provided.